Event description:
This lead was implanted on (B)(6) 2009 and still remains implanted at this time. The physician was dr. (B)(6) at (B)(6) clinic and hospital in (B)(6). A call to technical services on (B)(6) 2013 12:57:30 pm states that upon interrogation today, commanded impedance measurement was 254 ohms. 425-450 up to (B)(6) 2012. There was inconsistent drop in impedance and 21 atr mode switches, 1.4 min longest. Noise was observed in the atr on the ra lead. Changed from nominal to least. P waves are 3mv. This was likely due to insulation issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).